Event description:
It was reported that pump displayed cartridge change error and customer was unable to insert cartridge because an extra small ring was stuck in pump connection area. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to inspect pump, remove extra ring, clean connection area, and load new cartridge, and then successfully completed loading process and resumed insulin delivery, while technical support also advised customer not to use expired cartridges.